Event description:
The facility representative reported a colleague infusion pump with duplicate screens. The event was reported to have occurred during "testing" in biomed service. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "duplicate screen" was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty main display. The main display was replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Should additional information become available, a follow-up medwatch will be submitted.